Event description:
It was reported that this left bundle branch (lbb) lead as part of a system revision due to infection. There were no additional adverse patient effects reported. This lbb lead was explanted.